Event description:
It was reported the customer's infusion set was not delivering insulin. Customer also reported adhesive issues with their infusion set. Customer's blood glucose was 335 mg/dl. The customer corrected their blood glucose with the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.